Event description:
Image failure. Product had patient contact but no patient harm. A new catheter was used to complete the procedure. Manufacturer response for volcano- visions pv .035 catheter, (brand not provided) (per site reporter). Product will be picked up for evaluation.